Manufacturer narrative:
The returned service loaner autopulse platform (sn (B)(4)) failed during the initial functional testing, it displayed user advisory (ua) 17 (max motor on time exceeded) error message. The root cause of user advisory (ua) 17 was due to a defective drive train motor. The drive train motor was replaced to remedy the error message issue. Visual inspection was performed and noted no physical damages upon receipt. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
The loaner autopulse platform (sn (B)(4)) was returned back to zoll for evaluation. As part of routine service, the device was tested and during functional testing displayed user advisory (ua) 17 (max motor on time exceeded) error message on the user control panel.